Event description:
Customer reported that the device did not function. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
During pre-repair assessment performed by technician, it was noted that the gears were damaged due to normal wear. The device was repaired by replacing several components.